Event description:
The exact date that the increase in seizures and change in seizures pattern is unknown, it was sometime between (B)(6) 2010 - (B)(6) 2012. The seizures are believed to possible be related to the generator being at end of service at least in part. The patient was lost to follow-up at the site after (B)(6) 2010 when vns was working and when the patient returned (B)(6) 2012 the generator was unable to be interrogated believed to be due to end of service. So it is unknown of any external factor, programming or medication changes that may have preceded the event. The patient was followed at an outside hospital but it is unknown how often her vns is interrogated. The increase in seizures was below baseline. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date.

Event description:
Additional information was received that product analysis was completed on the generator. The reported end of service condition was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient was having an increase in seizure, unknown baseline to pre-vns level, and a more intense seizures over the last year. It is unknown if the seizures are related to vns. It is likely that the patient will have a generator replacement but it has not occurred to date. A battery life calculation indicated that the generator is at end of service but it is unclear if the seizures are related to the generator being at end of service or of the generator was even at end of service at the time of the increased frequency and severity of the seizures began. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator replacement. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming.